Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the console displayed a tcm ID:06 (ce post failure) error message was not confirmed during the initial functional testing as the error was not replicated, however, was confirmed during the event log review data. There were no device deficiencies found during the evaluation of the console that could have caused, or contributed to the reported complaint. The thermogard console performed as intended. During the visual inspection, no physical damage was observed on the console. The initial functional testing passed all the functional test requirements with no error or fault. The connector between the danfoss module (ce) with the pic 16 board was re-checked, and showed no signs of rust, damage, or an electrical short. The thermogard console is a reusable device and was manufactured in january 2010, and is more than 10 years old, well beyond the expected service life of 5 years. The patient temperature cable was tested, and verified working to specification. The event logs were reviewed, and confirmed the occurrence of the tcmid:06 error message during the customer reported event date. Thus, confirming the reported complaint. The thermogard system was re-evaluated, and passed all functional tests without any fault or error.

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. Another thermogard console was used to continue the treatment. No additional information was provided. No consequences or impact to patient.